Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, when disassembling the robotic drill after a cori assisted tka surgery, the inner lining of the ri robotic drill attachment came out. As this happened after the case, the patient was no longer involved.

Manufacturer narrative:
H3, h6: the ri robotic drill attachment (us), rob10015, sn (B)(6) intended for use in treatment was returned for evaluation. A relationship between the reported event and the device was established. The reported problem was visually confirmed. The wiper is missing from the crown and there is no evidence of epoxy residue. A functional evaluation could not be performed. The reported problem was visually confirmed. The wiper is missing from the crown and cannot be tested. The most likely cause of this event is a manufacturing failure. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint this case. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. Although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.